Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was confirmed to be overheating and smelled like something was burning. X-ray batteries and motion batteries were replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was charging there was a burning smell. There was no patient present at the time of the event.